Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00047. Concomitant medical products: tibia cemented 5 degree stemmed left item# 42532007901 lot# 63519234. Repot source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a revision due to unknown reasons.. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00047. 0001822565-2020-00711. D11-medical products tibia cemented 5 degree stemmed left item# 42532007901 lot# 63519234. Unknown persona femoral

Event description:
It was reported that a patient is being considered for a revision due to tibial pain.